Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 3.5 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Additional information provided in: describe event or problem.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 3.5 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. Additional information received states the aus was explanted because the patient was experiencing recurring incontinence.